Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use ere non-malignant pain and complex reg pain syndrome type I. The patient was brought to the ER (emergency room) at the hospital. The symptoms the patient experienced were withdrawal. It was reviewed that based on implant date the pump is potentially at eos as it was implanted 7 years ago tomorrow. The reporter did not notice if the pump was beeping or alarming. The patient was hospitalized. The reporter was advised to have the healthcare provider to call the nas (national answering service) if they would like to have a local company representative paged to have the pump interrogated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.